Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted an opening, assessed as surgical impact opening. The shell thickness was within specification. Additional observations noted non-penetrating nicks identified as stress marks and black particles.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.